Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. Device was monitored for 2 days. No unexpected pump error/alarm noted during testing. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on thursday (B)(6) 2020 due to diabetic ketoacidosis and high blood glucose level of 700 mg/dl. The customer experienced vomiting, dizziness, she could not speak, had difficulty in breathing and could not recognize her daughter's name. The insulin pump was on auto mode at the time of incident. They doctor reported that the insulin pump ran out of battery and had failed. The insulin pump will be returned for analysis.